Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "visibility/palpability" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability.

Event description:
Patient reported "massive breast pain, stabbing pains and breathing difficulties that get worse and worse. Sporting activities are no longer possible for me due to the pain, and my quality of life is significantly reduced". Later patient reported "my breasts have changed significantly due to these implants, so a lift will be medically necessary". This record is for the right side. Device remains implanted.

Manufacturer narrative:
The reported events of inflammation and tissue irritation are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events.

Event description:
Healthcare professional later reported rupture, intermittent hardening, and intermittent inflammations. Healthcare professional also reported fatigue, and breast implant illness not related to the device.